Event description:
Pt reported to doctor right eye swollen shut, light sensitivity, redness, irritation, yellow drainage, chills, and fever. Pt diagnosed and treated for bronchitis and pink eye. Same day, visited eye doctor who diagnosed and treated a central, infectious corneal ulcer, right eye and referred the pt. Next day, pt visited another doctor who diagnosed and treated for a 5mm corneal ulcer. Pt was admitted to hospital for four days to have eye drops administered every five minutes. Care was transferred to another doctor for follow up and treatment who indicated when the pt was referred, the pt was on fortified antibiotics and bacterial keratitis was improving. There is a dense corneal scar resulting in a permanent decrease of visual acuity. One doctor noted condition was probably from contact lens wear. Current doctor noted poor contact lens hygiene.

Manufacturer narrative:
The product has not been returned for eval. The pt has indicated that the product will be returned. Medical documentation does not directly relate event to product or cause, rather to lens wear and poor hygiene. Based on all info, no causal factor can be determined and no conclusion can be drawn.